Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for analysis. A review of the lot history records and complaint history could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects and devices reported in the pmcf are captured under separate medwatch reports. Literature attachment: article title "post market clinical follow-up evaluation report vessel closure devices".

Event description:
It was reported through a post market clinical follow up evaluation report identifying the starclose vessel closure device that may be related to the following: death, hematoma, pseudoaneurysm, access site bleeding, failure to achieve hemostasis and intervention. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices. Please see the attached post market clinical follow up evaluation report for specific information.